Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient experienced loss of connection which occurred an unspecified number of days after the sensor had been inserted in an undisclosed location. The patient was awoken from sleep by her cat. Upon waking, she experienced blurry vision. Her continuous glucose monitor (cgm) receiver showed signal loss, then seconds later, showed cgm of 55 mg/dl. The patient checked for blood glucose (bg) which was 33 mg/dl. She was self-treated with a glucagon injection. She experienced an allergic reaction and was unable to walk from the injection to her thigh, so she called 911. After 5 minutes, paramedics arrived, and her bg was improving from the glucagon (no bg/cgm provided). After 30 minutes, the paramedics departed. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was reportedly fine with in range bg; however, she continued to experience numbness in her right thigh from the injection site reaction. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.